Event description:
On (B)(6) 2025, a steerable ureteroscopic renal evacuation (sure) procedure was underway on a morbidly obese patient with an established blood collection around the kidney resulting in an abnormal renal malrotation. This anatomical change made entering the kidney and removing any existing stones difficult. Two separate calyxo devices were trialed to maneuver the anatomical variation without success. These attempts lead to excessive manipulation of the device resulting in damage to both devices. Additionally, an attempt to gain access with a non calyxo reusable flexible ureteroscope also was unsuccessful. The procedure was then stopped and the plan is to wait for the blood to be absorbed and allow the kidney to return to its regular orientation. Investigation of the returned device, completed on 28-jan-2026, revealed the calyxo devices stuck inside of the third-party cook flexor parallel ureteral access sheath (uas). No adverse event was reported. Calyxo is reporting the event in an abundance of caution.

Manufacturer narrative:
The device was returned for investigation. Inspection of the device exterior found the irrigation lumen jacket was torn and the hypotube was broken at approximately 6.7cm from the distal tip. A cook flexor parallel 12/14 x 35 cm ureteral access sheath was returned with the device and was still attached to the catheter shaft. Based on the details of the reported event and the investigation findings, the catheter experienced excessive shaft manipulation forces and mechanical strain during the procedure causing damage to the hypotube leading to a tear in the distal irrigation lumen and the inability to withdraw the device through the uas. The lot history review (lhr) for lot # 87066515 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures. This MDR corresponds to device 1 of 2 used in the procedure on (B)(6) 2025. See MDR 3014683069-2026-00009 for device # 2.